Event description:
(B)(4) e2a (rep): additional information received reported that the patient was doing well and receiving benefit from the therapy. The hospital disposed of the device.

Event description:
It was reported that the patient had high impedance issue of >(greater than) 4,000 on electrodes 0,1,2, and 3. Replacement was the action required. Impedance testing and reprogramming were performed. Patient¿s original implanted by different physician. Patient had limited to no symptom relief. Office did impedance check and found all electrodes >4000. Office recommended revision. The patient was alive with no injury at time of reported event. Additional information received reports that a friend had a neurostimulator device that was failing. The friend was suffering and in need of some quick answers. On (B)(6) 2014, healthcare provider and representative confirmed that the proper stimulation was not occurring. Discussed botox treatments as an alternative to stimulation therapy. On (B)(6) 2015, the first consultation with healthcare provider who attempted minor adjustments to the neurostimulator device. Confirmed that the neurostimulator unit had logged only one hour of service since the installation in (B)(6) 2014. Despite the recovery being more than two hours itself. On (B)(6) 2015 which was the third consultation with healthcare provider that included a manufacturer representative who determined that the unit had at least four errors which could not be adjusted. At least a portion of the unit would have to be replaced which would require another surgery. Set up the surgery to replace portions of the device for (B)(6) 2015 by the healthcare provider. The one hour data log was suspicious, there had been intermittent data results, and at one point during testing the programmer locked up with a question mark. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0hfjn, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).